Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported "strange things have been happening and it feels like the implantable cardioverter defibrillator is pacing me." A request for additional information was made and it was learned there was a fracture of the atrial lead and there was inappropriate pacing which caused the patient discomfort. Re-programming was performed and no further patient complications have been reported as a result of this event.